Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. The customer reported that users were unable to remove medications from door while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed due to component. Field service engineer replaced the micro switches on door 4 to resolve the issue. The system functioned as intended after the field service engineer serviced the device.